Manufacturer narrative:
Batch review performed on 18 march 2019: lot 148438: (B)(4) items manufactured and released on 31-mar-2015. Expiration date: 2020-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 14 march 2019: partial hip revision (stem, head and liner) occurred 3 years and 5 months after cementless total hip arthroplasty. Radiographic image provided shows the presence of a subsided stem. This event may be due to an undersized stem but also bone quality and unknown comorbidities may have contributed. No postoperative image has been supplied. The reason of this event cannot be determined with certainty.

Event description:
Revision surgery after 3 years and 5 months from the primary due to subsided stem. The stem, the head and the liner have been revisioned. The surgery was completed successfully.